Manufacturer narrative:
Medwatch was inadvertently filed as review of pump data confirmed that insulin delivery had not been stopped.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer intentionally stopped insulin delivery, and there was no option available for the customer to resume insulin delivery. However, reportedly insulin delivery then resumed unexpectedly. The customer's blood glucose level was 83 mg/dl. Review of the pump data logs by tandem technical support verified that insulin delivery had not been suspended on the pump since the cartridge had been loaded. According to the logs, the customer's allegation that insulin delivery was resumed without user input was unable to be verified as insulin delivery had not been suspended. The customer declined to troubleshoot the issue with tandem technical support and declined to provide additional information regarding the issue; therefore a potential cause could not be determined.